Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not remove the infusion connector to change supplies and observed the shark fin indicator pointing down instead of toward the screen, consistent with a connection/assembly issue of the infusion set interface. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included replacement of the ilet and instruction to shut down the device, return the unit with a provided label, and reinitiate setup on the replacement; the user was advised to continue cgm monitoring via the dexcom app or receiver. Investigation included review of user report, device replacement logistics, and return request for the current pump. Investigation of this case revealed a suspected mechanical obstruction or misalignment at the connector consistent with a connector or cartridge engagement problem; no injury occurred. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or handling-related mechanical binding of the connector assembly.